Event description:
New information noted that pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that during implant that device interrogation revealed premature battery depletion on the pacemaker. The physician elected to use another pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage in end of service (eos/eol) level and programmed to high settings. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.